Event description:
It was reported that during a drug coated balloon angioplasty procedure, the two catheters are the same exact size but were allegedly found with two different catheter lengths. It was further reported that the second balloon was a different length than the first and was also allegedly not able to reach the lesion when it should have been. Furthermore, it was confirmed that the product packaging and labels were correct; however, the catheters were allegedly in fact different lengths. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 drug coated balloon received for evaluation. During visual evaluation, balloon catheter length was measured and found to be within specifications. No issues were noted to the device markings. During function testing, the patency of the guide-wire lumen was tested using an in-house guidewire, but it was unsuccessful. Heavy resistance was encountered at the distal end. The guidewire was viewed under a microscope and saline residue was noted. No further testing performed. Therefore, the investigation is inconclusive for the reported failure to advance through the lesion issue as the conditions of use could not be replicated in the laboratory. However, the investigation is unconfirmed for the reported mislabeled product as the returned sample was within the specification. A definitive root cause for the alleged mislabeled product and failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a drug coated balloon angioplasty procedure, the two catheters are the same exact size but were allegedly found with two different catheter lengths. It was further reported that the second balloon was a different length than the first and was also allegedly not able to reach the lesion when it should have been. Furthermore, it was confirmed that the product packaging and labels were correct; however, the catheters were allegedly in fact different lengths. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.